Event description:
It was reported that an arteriotomy closure of the minimally calcified right common femoral artery was attempted using a proglide device after a coronary angiogram. Reportedly, the suture broke during plunger retrieval. The device was removed and a second proglide was attempted with the same result. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. The reported suture breakage during plunger retrieval was not confirmed; however, the analysis indicated that an anterior cuff miss occurred and can appear to the user as a suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause of the incident was most likely related to the operational context at the time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Patient reported to be of average weight. It was reported the left common femoral artery was minimally calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide referenced is being filed under a separate medwatch report number.